Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon remove the lens. The injector msi-pf, lot number was not specified by the facility. The cartridge model and lot number was not specified by the facility.